Event description:
Philips received information from the customer that reported that cooling oil leaked from a failed high voltage tank (pbu/pbb) inside the gantry and was deposited on the ceiling of the scan room. There was no report of harm to the pt or operator associates with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).